Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal image. The issue was found during a cleaning and disinfection procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the camera cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a malfunction in the camera cable prevented normal communication, resulting in the occurrence of the image abnormality that was reported. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had abnormal image. The issue was found during cleaning and disinfection. There was no patient involvement.